Event description:
During preventive maintenance, it was reported that the small display of a roller pump of a heart lung machine had 4 vertical lines that would not illuminate. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.